Event description:
It was reported that a spectrum pump was having system error 105 alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.